Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were at the hospital yesterday to get an MRI but they didn't have their equipment with them, so they were sent home. The patient called to get more information about what they needed for mris. Patient services reviewed MRI mode with the patient and began walking the patient through pairing the communicator to the handset. Before troubleshooting, patient services checked, and the communicator was plugged in so patient services had the patient unplug the communicator and tap into the application. The patient saw "search for device place communicator over the device" so patient began placing the communicator over the ins site but then the app went to "searching for communicator." The patient stated the communicator blue light was still solid. Patient services had the patient bring the communicator forward towards the handset and patient received "not found." The patient noted the communicator blue light was now flashing. The patient hit retry and it still came up with "not found." Patient services had the patient check connections and patient saw bluetooth was on. The patient toggled the bluetooth off and back on. They then attempted to pair again in the app but still got "not found." Patient services had the patient power off the handset and then power it back on again and the patient was able to tap back into the app and pair the communicator to the handset. They then placed it over ins site and got 'device not responding.' Patient services reviewed with patient to place communicator over ins and not the incision. The patient became escalated and continued to receive device not responding. They could not feel the ins. They felt an incision but couldn't tell what incision it was and became increasingly more escalated. Additionally, patient services wanted to note that the patient mentioned they had extensive back surgery in the past and had metal from their tailbone to almost their neck. Patient services worked with the patient to locate ins site though patient stated throughout the entire time, they were unable to feel the ins. The patient was able to connect to see their settings. Patient services walked the patient through activating MRI mode. It showed mr conditional full body scan eligible. Patient services reviewed MRI compatibility considerations with the patient and walked the patient through deactivating. The patient received "device not responding." Patient stated they hadn't moved their communicator, that they had it held in place with the belt of their pants. Patient services reviewed it would be better to precisely hold the communicator over the ins. The patient was escalated again. They stated they still couldn't feel the ins. Patient services reviewed the ins depth could also impact the patient's ease in connecting/feeling ins. The patient was in a nursing home and had no one to help. They were able to locate the ins again and connect to continue deactivating their MRI mode. The patient stated they felt a strong "tingling and it was comfortable." Patient services wanted to then walk the patient through ending their session and the patient stated "no I want to make a change. I'm supposed to change it every two weeks." The patient stated they'd been increasing the stimulation. The patient confirmed their therapy hadn't helped since implant. Patient services reviewed programming and stimulation considerations as well as battery longevity considerations with the patient. The patient stated they were on program a currently but that they had a healthcare provider (hcp) appointment tomorrow ((B)(6) 2024) and the manufacturing representative (rep) would also be there. Patient services reviewed with the patient to follow up with hcp tomorrow to discuss potential of switching programs but did not ask any further questions about the therapy issue as patient services was focused on the reason for call. Patient services walked the patient through ending their session and turning off external devices. The patient was to follow up with their hcp tomorrow. It was noted that this was the first time the patient had used their equipment, although that contradicts their comment about making increases to the stimulation in the past. It was also noted that while the patient was escalated on the call on (B)(6) 2024, they stated the external devices were "horrible" and they really thought they were difficult to use and disliked them.